Event description:
A physician reported that during cataract surgery, an ophthalmic blade was not sharp enough to make the incision the surgery was completed after replacing the product with another one. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is:(B)(4).